Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified, severely tortuous mid left anterior descending (lad) artery. The physician initially used a maverick2 monorail balloon, which ruptured at 6 atms on the second inflation. The inflation pressure of the initial inflation is unk. As the physician advanced, this maverick2 monorail balloon catheter, he felt resistance. The balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed with another MFR's balloon. There were no reported pt complications. Pt status listed as "good".